Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented approximately a month post an implantable cardioverter defibrillator (ICD) changeout procedure with complaints of soreness, puffiness and what appeared to be fluid under the skin at the implant site. The patient returned a week later still complaining of the same symptoms as well as warmth around the device. Blood cultures were ordered, and bacteremia was noted. Initially, the patient was treated with antibiotics and the ICD system was subsequently explanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.